Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was unknown. The customer's mother stated that the customer's ketones were 7.0 and up. The customer experienced vomiting and was unable to walk because of his high blood glucose. The customer was treated with insulin in an IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.